Event description:
Per the audiologist, the patient was under prolonged anesthesia due to no obtainable neural response telemetry in the operating room. The surgeon decided to explant the device and reimplant with a new device during the same surgery.

Event description:
It was also reported that the patient had an increase in thresholds since implant.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4).